Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented remotely via merlin.net. Review of transmission noted that the implantable cardiac monitor (icm) exhibited a false pause episode resulting in undersensing. No changes or interventions were reported. There were no patient consequences.